Event description:
The facility reported a fail code 703 before use. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hosp rep stated that there were no reports of pt injury or medical intervention associated with this event.